Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. Visual inspection was performed and noted the drip chamber had a cloudy appearance. The device was connected to the y-site of a separate primary set and was then back primed. Per the event description, "primary line infusing lactated ringers, nurse started ivpb medication line and back primed the secondary set." The solution labeling states that the product "must not be used in series connections". Therefore, the device was misused. The device could not be verified as non-conforming. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an infusion of lactated ringers solution through an unspecified primary set. When a nurse attached a clearlink secondary medication set to the primary set and back primed the secondary set, the solution appeared cloudy. The nurse discontinued the infusion immediately and replaced both sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date received by MFR was previously submitted as 09/22/2017, but the correct date is 9/20/2017. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further inspection of the set, visual inspection revealed a brown/yellow discoloration uniformly throughout the set. This was determined to be a discoloration issue that affects sterilized products. This is considered a cosmetic defect that does not affect the function of the product. Should additional relevant information become available, a supplemental report will be submitted.